Event description:
It was reported that pump displayed non-resettable malfunction code and could not be used, with no notable events occurring prior to malfunction. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy, while technical support arranged shipment of replacement pump with updated software.